Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the life of the light-emitting diode expired and was most likely the cause of the malfunction. However, root cause could not be established. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the video system center exhibited the brightness adjustment not working. There were no reports of patient involvement.